Manufacturer narrative:
Product analysis: the device was returned with the stent not positioned on the balloon. The stent was severely damaged. The distal tip was slight damaged indicating that it may have been stubbed during advancement. Crimp impressions were visible on the balloon. No other damage to the device was noted. (B)(4).

Event description:
It was reported that a physician was attempting to use an endeavor sprint drug-eluting stent to treat a moderately calcification and moderately tortuous lesion in the lad exhibiting 80% stenosis. Device was inspected before use, no issues noted. No issues were encountered when removing the protective sheath. Stent was inspected post sheath removal, no issues noted. Nothing unusual was noted during device preparation. The lesion was pre-dilated by pressures of 10atm/14atm, 2times, 5s/5s, 30% stenosis remained after pre-dilatation. During the procedure, the stent dislodged when it exited from guiding catheter into the blood vessel. Inflation device remained on neutral pressure while in the guide catheter. In addition, the stent had 'fallen apart.' The stent was removed by surgery and another stent (ensp25030x) was replaced to complete the procedure. The surgery time was extended to 3.5 hours. The physician determined the reason of the event related to the stent balloon. Vascular anastomosis was treated on the patient. No further patient complications were reported. The patient is well now.